Event description:
During an in-clinic follow-up, noise resulting in oversensing inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. No intervention has been completed. The patient is stable.